Event description:
Pt undergoing rotablation of native lma and lad. Used 1.26mm burr without incident. After using 1.50 mm burr, noted leak in side of catheter upon removal. (Stream of rotablator cocktail exiting from side of catheter). Vessels stented successfully and pt transported to unit without complication.